Event description:
During a follow up of an unrelated complaint, the clinical manager of a chronic outpatient dialysis unit reported the patient had expired on (B)(6) 2014 while hospitalized for an unk reason. Subsequent follow up with the clinical manager for this event was performed. According to this clinical manager, this patient had a long history of multiple co-morbidities beginning in her teens. These include chronic liver and kidney problems. The patient was originally on peritoneal dialysis but changed to hemodialysis in (B)(6) 2014 because of multiple peritonitis events reportedly from breaches in aseptic technique. She was hemodialyzing via a permcath in her chest due to multiple failed arteriovenous fistula/graft attempts. Further , the clinical manager reports the patient was hospitalized for the final time on (B)(6) 2014 for an unk reason. To the best of her knowledge, the patient was receiving hemodialysis during the hospitalization but the details of the hospitalization are unk to her. She asserts there is no allegation of device malfunction nor was it made known to her that the patient was in treatment at the time of her death. She states the patient suffered multi-organ system failure during this hospitalization and ultimately passed away, cause of death: septicemia.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data info regarding the reported expiration during the hospitalization. No allegation of device malfunction has been made. This file is being reported for the patient death. A supplemental medwatch report will be submitted upon completion of the investigation.